Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated eletrosurgical unit (erbe). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the erbe, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the customer reported mid-procedure that they were unable to use monopolar energy on the integrated electrosurgical unit (erbe) and error c-34 was present. The customer noted bipolar energy was working. Prior to calling, the customer changed out the instrument energy cable and instrument with no change. The customer power cycled the erbe and reseated the instrument and sterile adapter on universal surgical manipulator (usm3) with no change. The technical service engineer (tse) walked the customer through a mid-procedure restart cycling the circuit breaker on the vision side cart (vsc) and unplugging the erbe. The system and erbe powered back on, and the issue persisted this time producing erbe error c-00 an c-54. Tse recommended using a backup generator or another dv vsc, but the customer stated no backup generator was available and the other dv vscs are in use. The customer was going to consult with the surgeon to determine how they are going to proceed. There was no reported injury. Customer called back in to tech support to report they were able to use another dv vsc to continue the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with the complaint and completed the failure analysis. The integrated electrosurgical unit (iesu) was analyzed and reported failure was not confirmed. The unit energized and cauterized, and all ports recognized instruments.

Event description:
Refer to h10/h11 for follow-up information.